Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Nurse reported via phone call that the customer was hospitalized with diabetic ketoacidosis. Blood glucose at the time of admission was 595 mg/dl; treated with insulin drip. The nurse checked the status screen and the last bolus delivered was for 12 units on (B)(6). Nurse would have the customer call for troubleshooting.